Manufacturer narrative:
The pump was discarded by the patient following removal.

Event description:
It was reported that following a shoulder procedure, the pain pump that had been placed stopped delivering the medication. The pump was successfully removed and the patient continued taking the oral medication that had been prescribed at the time of discharge.